Manufacturer narrative:
Note: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that it was about (B)(6) 2019 to (B)(6) 2019 when the ¿it stopped working¿ for them and stated demanding a password. The first time it stopped working was about (B)(6) 2019. The patient clarified the issue to be the patient programmer stopped working on its own. Then 7 days later, it stared working on its own until the dates noted above. It never worked again. The patient had a doctor¿s appointment and the charged the [illegible] both the programmer, it did not have to be used at their primary doctor¿s appointment. One week later, the patient had another doctor¿s appointment with the doctor who implanted the device. The patient stated that they always fully charge the unit the night before expected use so that in the morning the unit would go to the correct screen. They noted that it demanded a password no matter what button they pushed. They showed the unit to their doctor, but they could not get it to work and was told that it should not be asking for a password. The unit stated that way until contacting the manufacturer, where it was returned back to the manufacturer and the unit was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called and mentioned that their previous monitor was not working. No patient symptoms were reported. No further complications were reported or anticipated.